Manufacturer narrative:
(B)(4). This occurred on an unknown date between (B)(6) 2017. Manufacturing dates from 3/20/2017 to 3/22/2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) vial-mate reconstitution devices leaked. This occurred before patient use. It was stated the leak was discovered when the nurse activated the product. There was no patient injury or medical intervention associated with this event. No additional information is available.